Event description:
It was reported that the right caster on an unknown transport chair was broken. The spokes were cracked and had cracked lines running around the right axle.

Manufacturer narrative:
(B)(4). Follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-04075. Product information has been obtained. This is a manual wheelchair, not a transport chair. A notification letter is being sent to the correct manufacturer.